Event description:
A customer reported an issue with not seeing insulin drops at the tubing end during the fill tubing step, which had previously been resolved on their own by changing the infusion set and cartridge. There was no adverse impact to the customer's blood glucose level. Later, continuous occlusion alarms were reported with a newly started x2 pump, leading the customer to revert to using an omnipod pump. Technical support engaged in troubleshooting and recommended a replacement pump due to these occlusion issues. The customer was informed about the process for returning the problematic pump and provided with instructions for setting up the replacement pump. Customer will continue to use current pump.